Event description:
It was reported that after approx 24 hours of use, alarms sounded on the intra-aortic balloon pump and blood was seen entering the helium tubing. The intra-aortic balloon catheter was removed from the pt and a replacement was not required. There were no pt complications.